Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that person with diabetes reported that he changed out his tubing and is trying to re prime but its asking if air bubbles have been removed. The patient has received multiple line blocked alerts. Patient states he was able to see insulin coming out of the tubing. There was patient involvement/ no harm reported. The leaking of insulin results in elevated blood glucose of the patient.